Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. The root cause of this event was determined to be due to procedural related factors. Attempts have been made to obtain the product for evaluation. The explanted device is not available for evaluation. In this case, the bioprosthetic aortic valve was implanted in the mitral position. Per the instructions for use (IFU), 'the inspiris resilia aortic valve, model 11500a, is indicated for the replacement of native or prosthetic aortic heart valves.' In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 25mm 11500a aortic valve, implanted in the mitral position, was explanted after an implant duration of six (6) days due to restricted leaflet motion and moderate-severe mitral regurgitation. The explanted valve was replaced with a 25mm 7300tfx mitral valve. Concomitant CABG was performed. The patient was reported to be in recovery post procedure. The implantation data card indicated that the device explant was due to deficiency of the original device. Per the operative report, the posterior commissure of the inspiris valve in place was tethered causing leaflets immobile. The valve was explanted and the annulus was sized to a 25mm 7300tfx mitral valve. Special care was taken to ensure the struts with the commissure of the valve were not obstructive to the lvot. All valve leaflets were confirmed to be mobile without any evidence of constriction. The patient tolerated the procedure very well. Postoperative echo revealed no evidence regurgitation or stenosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. The root cause of this event cannot be conclusively determined with the available information. Attempts have been made to obtain the product for evaluation. The explanted device is not available for evaluation. However, the issue was likely due to patient and/or procedural related factors. In this case, the bioprosthetic aortic valve was implanted in the mitral position. Per the instructions for use (IFU), 'the inspiris resilia aortic valve, model 11500a, is indicated for the replacement of native or prosthetic aortic heart valves.' In addition, other patient risk factors such as the patient's younger age at implant may have contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 25mm 11500a aortic valve, implanted in the mitral position, was explanted after an implant duration of six (6) days due to moderate-severe mitral regurgitation. The explanted valve was replaced with a 25mm 7300tfx mitral valve. Concomitant CABG was performed. The patient was reported to be in recovery post procedure. The implantation data card indicated that the device explant was due to deficiency of the original device. Per the operative report, the posterior commissure of the inspiris valve in place was tethered causing leaflets immobile. The valve was explanted and the annulus was sized to a 25mm 7300tfx mitral valve. Special care was taken to ensure the struts with the commissure of the valve were not obstructive to the lvot. All valve leaflets were confirmed to be mobile without any evidence of constriction. The patient tolerated the procedure very well. Postoperative echo revealed no evidence regurgitation or stenosis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.